Event description:
A venous thromboebolism (nonfatal pulmonary embolus) was reported in a pt who had a catheter left in place beyond the labeled maximum duration ( the catheter is not recommended to be left in place beyond 72 hours) in 2005 the pt was admitted to the ICU following surgical evacuation of an intracerebral hemmorrhage. On the following day the catheter device was placed without incident and therapeutic hypothermia was initiated in an effort to preserve any remaining brain tissue. Dvt prophylasis was instituted with compression stockings at the time of arrival to the ICU. Subcutaneous heparin (5,000 u q12 hrs) was initiated on the last day . On the 3rd day the catheter was removed, having been in place in the inferior vena cava for 7 days prior to removal. On the next day the pt developed sudden hypoxemia, and a diagnosis of nonfatal pulmonary embolus was established by cvt. An ivc filter was placed in an effort to prevent further pulmonary embolization. The pt's neurological condition failed to improve, and the pt expired. This was not reported by the user-facility to medwatch at the time of the event. Once the manufacture was informed a query was performed on all reported incidents to date. The focus was on reported occurrence(s) of pulmonary embolus developing during normal use of the device; none had been reported.